Manufacturer narrative:
The patient¿s test strips have been returned on 2/11/2015 and evaluated by lifescan product analysis on 3/2/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6)2014, the lay user/patient contacted lifescan (lfs) USA alleging that her onetouch ultralink meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow-up when attempted by medical surveillance (ms).the patient claimed that on (B)(6) 2014 at 03:30am, she obtained a result of ¿124mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿80mg/dl¿, obtained on a freestyle meter. The tests were reportedly performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient detailed that the she manages her diabetes using glumetza pills and insulin, and did not make any changes to her usual diabetes management routine in response to the allegedly inaccurate results. The patient claimed that on (B)(6) 2014 at 03:30am, after the alleged inaccuracy, she developed symptoms of ¿dizzy, shaky and tired¿, which she associated with high blood glucose levels, and that at the same time she self-treated by administering 13.2 units of novalog insulin.during troubleshooting, the cca noted that the meter had been set to the correct unit of measure and that the patient had used an approved sample site. The patient did not have control solution available to perform a control solution test. Replacement products were sent to the patient.there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lifescan¿s criteria for a serious hyperglycemic event, nor did the patient receive medical intervention from a healthcare professional. This complaint is being reported as a malfunction as the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (12/27/2014). The patient¿s meter has been returned on 11/21/2014 and evaluated by lifescan product analysis on 12/16/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report